Event description:
The customer reported to olympus, the colonovideoscope had poor air/water flow. It was not specified when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: clogged foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 6 years since the subject device was manufactured. The device was returned to olympus for evaluation and the customer's allegation of poor air/water flow was confirmed. The device evaluation found the following reportable malfunction identified in b5: clogged foreign material in the nozzle. The following non-reportable findings were found during evaluation: air/water channel leak from the distal end, light guide rod lens (2x) were cracked, charged coupled device cover lens was scratched, plastic distal end cover had sharp edge, bending section cover was porous, the bending tube was deformed, the connecting tube had scratch, connecting tube had wrinkle 10mm from glue, ceiling plate had dent, air/water cylinder paint peeled, suction cylinder nut paint peeled, upward/downward angulation control knob scratched, key top 1 had pinhole, control unit stiffness control scratched, universal cord had scratch, connector had stain, connector plug unit had damaged housing, angulation less than specified value, angulation had too much play, natural air supply volume at idle failed, air/water flow ineffective due to nozzle clogging, insufficient air/water flow due to nozzle clogging, and distal end air water channel was perforated. Based on the results of the investigation, the foreign material could not be identified. One possible root cause of the foreign material remaining in the device could be reprocessing was not conducted properly due to leakage from the air/water channel. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.